Event description:
It was reported that lead noise was observed on stored egm. Noise was reproducible with isometrics. The high voltage therapy was turned off and patient will be monitored. Due to unrelated illness, the device will likely be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.